Manufacturer narrative:
Concomitant products: product ID: 978a128, lot#: va2dhn7, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the charger shocked them the very first time they recharged, they think the shocking comes from the metal tips. Patient services reviewed recommendation to charge with a thin layer of clothing. Pt said they were told to charge their ins the very day they went home from surgery after all the anesthesia wore off and pt was told to charge every week. . Pt reported they don't think the rep told them to charge that day they are not sure who told them that. Pt has been successfully recharging since but today the recharger was beeping in the background of the call. Pt was eventually able to connect after repositioning the belt several times and reported their ins level went from 60 percent to 70 percent. Pt did not report the shocking was happening during the call. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep) and a consumer. The rep reported that the patient came into the clinic today. They report shocking when trying to recharge their ins. Patient has been unable to recharge their ins since the original placement. Patient does not want to try any troubleshooting and wants explant. Additional factors reported were fibromyalgia. The troubleshooting performed was tried to place towels in between the recharge and patient and they still felt the shocking. The explant is planned but not scheduled. The issue was not resolved the time of this report. The patient reported that they can feel the wire across their back it feels like it is moving and the ins feels like it is poking the patient on the inside. The patient indicated that they want the device removed. The patient indicated that they have had difficulty attempting to get an appointment with the hcp and the physician suggested keeping the device off for a little while and then make a determination about explanting the ins. Tss reviewed information about physicians and directed the patient to the email information that was sent on (B)(6) 2021. During the call the caller also reviewed the shocking sensation down her leg. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient will follow up with physicians on the list sent in (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2dhn7, implanted: (B)(6) 2021, product type lead product ID wr9220, product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that ¿yes,¿ device removal or replacement was planned however the date was not yet known and the device was still in use.